Event description:
Reporter stated that patient's blood glucose measured 14.7 mmol/l on the accu-chek mobile system. Within 10 minutes, patient's blood glucose was reportedly tested on a laboratory instrument which reported a result of 6.7 mmol/l. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.